Manufacturer narrative:
After initial review of the information in the complaint file, the complaint was confirmed. The power cord attached to scd express comp system (B)(4), was found to have its outer insulation damaged, allowing view of the inner copper wire. The customer stated the power cable got caught and damaged during use, therefore the cause of the reported condition was due to accidental damage during customer use. The damaged power cord will be scrapped and replaced to correct the reported issue. Scd express comp system (B)(4) was manufactured in 2014. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Based on the investigation, no corrective action is needed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, a full detailed report will be provided.

Event description:
The customer states that the power cable was found damaged during use on a patient. There was copper wire exposed. No patient harm.